Manufacturer narrative:
This report is submitted on july 11, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent steroid injections as treatment for skin flap reduction due to report of issues in wearing the sound processor.